Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the latch ratchet rivet on the left siderail end tube was missing. He replaced the ratchet rivet to repair the stretcher.